Event description:
Can not calibrate. Additional information received on 20-apr-2020: no patient involvement. Event details updated.

Manufacturer narrative:
Other text: one infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing, including a calibration test. The reported customer complaint was unable to be confirmed.

Event description:
Information was received that during bench-testing of this smiths medical cadd solis vip pump, the pump could not be calibrated. Reported that when prompted to give 20 ml, the pump gave 15 ml. The pump batteries, cassette and tubing were changed but the error still occurred. No patient involvement reported.